Event description:
It was reported the patient's pain area became numb. As a result, the patient was admitted to the hospital. Additional information revealed the patient is paraplegic from the waist down. A hematoma was found at the lead site. In turn, the patient underwent surgical intervention wherein the scs system was explanted.

Event description:
Further follow-up indicates that the patient completed a course of inpatient rehab. The patient is able to ambulate with a front wheel walker and has improved significantly with 5/5 lower extremity strength. Patient will continue physical therapy.